Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump delivered properly all that bolus was programmed during our testing. No rewind anomalies were noted. However, the insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads, minor scratched lcd window and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the reservoir is empty completely during priming and fill of tubing. The customer's blood glucose was 500 mg/dl. The customer was advised that reservoir wsa not closed enough to the piston during rewind.